Event description:
It was observed that during the device evaluation, the cystonephrofiberscope exhibited a defective thread of the channel mount. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that stress led to the damage to the channel mount on the device. However, a definitive root cause cannot be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.